Event description:
It was reported that the patient had no stimulation sensation since the beginning of (B)(6) 2012. The patient was able to make a connection between the ins and the programmer or the recharger, but was unable to make adjustments or turn the ins on. The patient had previously tried turning the ins up but could not feel stimulation. It was noted that the last recharge was a few days ago, and the patient did not require hospitalization due to the event. An appointment was scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen by his health care provider (hcp) and a manufacturer representative and it was determined that all his contacts were out of range. The patient experienced a loss of stimulation after a significant fall.